Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included non-malignant pain and failed back surgery . Medical history and concomitant medications were not reported. On (B)(6) 2015, during a pump replacement, there was no cerebrospinal fluid (csf) backflow from catheter and they were unable to aspirate via the catheter access port (cap). No negative pressure or resistance was noted, "it seemed like just air," per the hcp. No patient symptoms or causality was reported. The new pump was back-table primed with 0.3 ml. As of (B)(6) 2015, the back table prime had 5 minutes until completion, and the call was disconnected before additional information could be obtained. On (B)(6) 2015, addition information from the company representative reported that they back-table primed the pump and connected the catheter; they had not heard how the patient was. The company representative was not sure of the drug and dosage in the pump, nor did they have additional information related to the patient's medical history. On (B)(6) 2015, additional information was received from the office of the hcp; the hcp no longer worked at the address, and they did not have additional information or any forwarding contact information. Additional information regarding contact information for the hcp, pump medication information, concomitant medications, medical history, patient symptoms, troubleshooting, actions/interventions, cause, and resolution of the inability to aspirate from the cap and no backflow of csf from the catheter was requested. If additional information is received, a follow-up report will be sent.